Manufacturer narrative:
Refer to MDR 1723170-2018-04779 sequence number 1 for additional information in regards to the reported issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the screw of the spine clamp was stripped. There was no patient present at the time of the issue.